Event description:
The customer stated that he was hospitalized for high blood glucose. No blood glucose reading was reported for the event. The customer also stated that he was suffering from the flu and his blood glucose levels were unusually high. Customer stated that his blood glucose levels were fine during the hospitalization while he was on an insulin drip. However, once he would get back on the insulin pump, the blood glucose levels would begin to rise again. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.